Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cardiac catheterization procedure. Reportedly, there was no pulsatile blood return. A second proglide device was used with the same result. Hemostasis was achieved with a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to achieve arterial blood marking was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve arterial blood marking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.